Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level at the time of the incident was 172 mg/dl. The customer's mother states were about to change the infusion set when she encountered the alarm. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: compromised forced sensor alarm during displacement test due to high current draw. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to a33 alarm. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.